Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated there was a magazine rack installed close to the left side of their integra 400. The customer stated that while checking the status of some papers on the magazine rack, her laboratory coat got wrapped in the left side panel of the analyzer. The customer stated the panel came off the analyzer and struck her left foot. After the incident, the customer was taken to the emergency room because her toe was bleeding a lot. The customer received a suture in her toe and an x- ray. The customer was off work for two weeks after the event, but has returned to work. The customer does not know how her laboratory coat got wrapped in the analyzer panel.

Manufacturer narrative:
It was confirmed the side panel did not detach itself from the analyzer; the incident was triggered by the operator's actions. There was no system error. No like or similar incidents have been reported.